Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) was confirmed (reference: MDR number 3006260740-2019-00038).

Event description:
Per biomed - the scanner is not holding a charge, once the unit is unplugged the unit shuts off.